Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when pumping the valve using saline solution, leaking was found around the reservoir and valve mechanism. The valve was never implanted and was replaced. There was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, leak, and pre-implantation testing. However it did not meet the requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leakage was not determined.